Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reverted to an alternate method of insulin therapy.